Event description:
Product sterile packaging integrity questioned. "Bubble" noted on product package sterilization seal line on multiple packages. Disposable product brought in for trial to replace reusable aspiration needle. No patient exposed. Product info: purple surgical 5mm aspiration needle ps3895 lot#0913059.